Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: only half of the load fired staples. The other half of the load the staples did not deployed. The pt is fine. We loaded another staple load onto the same stapler handle and fired again. The second load fired correctly. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.